Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver unspecified medications on the primary and secondary lines at unspecified rates. After the secondary infusion was completed, the pump reportedly did not begin the infusion on the primary line as programmed. There were no reported audible alarms. The pump was removed from service and the therapy continued on a replacement pump. There was no reported adverse pt effect. Though requested, no further info was available.